Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer states that the plastic crossbrace is broken. I explained to her what the pivot link was and she stated that sounded correct.